Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received. Customer's blood glucose level was 291-302 mg/dl.